Manufacturer narrative:
The delivery system was returned to edwards for evaluation and was visually inspected. A leak was confirmed under the balloon shaft strain relief at the y-connector, and a complete break was confirmed on the balloon shaft distal to the y-connector. No other abnormalities were observed. A leak was confirmed during balloon inflation as fluid was observed to leak from underneath the balloon shaft strain relief. Upon removal of the strain relief, a break in the balloon shaft was found. The balloon shaft outer diameter (od) distal to the break was measured and found to meet the specification. The complaint device work order and the potentially related component work orders were reviewed, and did not reveal any issues that could have contributed to this complaint. Lot history review did not reveal any issues that could have contributed to the complaint event. Review of complaint history reveals that the occurrence rate for leakage for the commander delivery system does not exceed the december 2015 control limits for this trend category. No IFU/training deficiencies were identified. During manufacturing, the commander delivery system underwent the multiple 100% inspections. Furthermore, the manufacturing lot underwent product verification testing on a sampling plan, which includes a tensile test of the y-connector/balloon shaft bond. For the related work order, this tensile test was measured to have a lower tolerance limit of 56 n. The lot was accepted because the calculated tolerance limit is above the lower specification limit. The complaint for leakage was confirmed as a break in the balloon shaft just distal to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. Since the root cause is undetermined, a CAPA has been opened to continue investigation and implement any needed corrective actions and is currently in the investigation phase. Due to the severity associated with this issue (balloon shaft crack/fracture), a pra was previously initiated to assess the associated risks for both the commander delivery system v1 and commander delivery system v2.1. Since the root cause of the complaint is undetermined and a manufacturing non-conformance cannot be ruled out, a CAPA is currently open to investigate and implement corrective/preventive actions related to this failure mode. The complaint was confirmed, but no labeling inadequacies were identified. The root cause has not been determined at this time. A pra has been initiated for risk assessment and corrective (or preventative) actions are being addressed through a CAPA.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during transfemoral valve inflation, only about 1/3 of the inflation volume went into the balloon, the rest leaked out of the delivery system. Immediately another inflation syringe was attached and although again the liquid leaked out, it was managed to inflate the valve to 3/4. It was seen that the leak was under the strain relieve next to the y-connector. The commander was carefully removed and the valve was post dilated with a 26mm non-edwards balloon. The result was good with no ai. The patient is doing well.